Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim, b.h. (Et al.) 2005, results of arthroscopic bankart repair using knotless suture anchor, journal of korean shoulder and elbow society, vol. 8, number 1, pages 23-30 (south korea) the study emphasizes on results of arthroscopic bankart repair for anterior recurrent dislocation following a trauma shoulder. From november 2001 and june 2003, a total of 23 patients (20 males and 3 females) with an average age of 28 (range, 15 to 60) years underwent arthroscopic bankart repair using a knotless anchor (mitek, westwood, ma), liberator knife (linvatec inc., largo, florida), a grasper, arthrocare coblation (arthrocare, sunnyvale, california), and a shuttle-relay (linvatec inc., largo, florida). The minimum follow-up period was 18 months and the mean follow-up period was 29 months (18 - 37 months). The following complications were reported as follows: 20 patients were above the good score in rowe's evaluation method. 3 patients didn't have a good score. In the introversion state, the range of motion of the knee was decreased by 6.5° (0 - 20°) compared with the opposite side. 2 patients had metal internal fixatives (anchor) fractures during surgery. 6 patients anchor loop ruptures during surgery. Anchor fracture occurred during insertion of the anchor in the lowest position due to instability of the procedure during the initial 3 operations. This report is for a knotless anchor (mitek, westwood, ma), liberator knife, a grasper, arthrocare coblation, and a shuttle-relay.